Event description:
It was reported that there was an atrophic non-union of an right olecranon fracture which required revision. A revision surgery was performed to remove all existing hardware, and patient was revised to an 8 hole extra-articular olecranon plate with a bone graft from the iliac crest. No reported time delays, no patient harm, no fragments. The procedure was successfully completed. This report is for an unknown metaphyseal screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Patient height reported as: (B)(6). This report is for an unknown metaphyseal screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.